Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, excess sweating, vitamin b12 deficiency, fever, vitamin d deficiency, menopausal symptoms, neck pain, sinusitis, low back pain, depressive disorder, migraine, (B)(6), tonsillectomy, ovarian cyst nos, ovarian cyst ruptured, abnormal uterine bleeding, endometriosis externa and pelvic adhesions. Concomitant products included buspirone, cyanocobalamin (vitamin b-12), propranolol hydrochloride (inderal), valaciclovir hydrochloride (valtrex) and vortioxetine hydrobromide (trintellix). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), rash ("leg rashes"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), mood swings ("mood swings"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic tlh/bso, robotic lysis of adhesions, robotic excision of endometriosis). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, seizure, heavy menstrual bleeding, iron deficiency anaemia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, rash, psychological trauma, fatigue, abdominal distension, alopecia, mood swings, headache, nausea, nervous system disorder, weight increased, vaginal haemorrhage, migraine, tooth disorder, vaginal discharge and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, irritable bowel syndrome, migraine, mood swings, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, and psych injury. Current weight (B)(6) lbs. She had five trailing coils on the right and four trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - in 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: the case becomes serious incident. Mr received. Reporter information, other relevant history, concomitant drug, date explanted added. Product removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, excess sweating, vitamin b12 deficiency, fever, vitamin d deficiency, menopausal symptoms, neck pain, sinusitis, low back pain, depressive disorder, migraine, herpes simplex, tonsillectomy, ovarian cyst nos, ovarian cyst ruptured, abnormal uterine bleeding, endometriosis externa and pelvic adhesions. Concomitant products included buspirone, cyanocobalamin (vitamin b-12), propranolol hydrochloride (inderal), valaciclovir hydrochloride (valtrex) and vortioxetine hydrobromide (trintellix). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), rash ("leg rashes"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), mood swings ("mood swings"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic tlh/bso, robotic lysis of adhesions, robotic excision of endometriosis). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, seizure, heavy menstrual bleeding, iron deficiency anaemia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, rash, psychological trauma, fatigue, abdominal distension, alopecia, mood swings, headache, nausea, nervous system disorder, weight increased, vaginal haemorrhage, migraine, tooth disorder, vaginal discharge and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, irritable bowel syndrome, migraine, mood swings, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, and psych injury current weight 140 lbs. She had five trailing coils on the right and four trailing coils on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - in 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.